Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalizing (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, there is an open area the size of a dime on the peristomal skin due to being stripped when removing the wafer. Changes wafer every 2 days. Uses a wound cleanser and a no sting protective barrier. No further information is available.